Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer alleges the insulin pump was under delivering. The customer¿s blood glucose level was 17 mmol/l at the time of the incident. The customer stated that the insulin pump was not working. The troubleshooting was performed for the high blood glucose under delivery. The customer had using the insulin pump within 48 hours. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir and no air bubble was found. The customer was not admitted as a result of the high blood glucose. The device will not be returned for the analysis.